Event description:
Pump alarmed "watchdog error" during initial pump programming. Another pump was obtained and successfully programmed. No patient involvement, no adverse reaction or need for medical intervention and no delay in critical therapy. No additional patient information was provided by department.======================manufacturer response for general purpose IV pump, symbiq (per site reporter)======================test and investigation was unable to duplicate the complaint of "s137 and s137 errors" during testing, but confirmed in history logs. The device passed power on self test and run in test. However, watchdog (s136), and s137 post software alarm were found in history logs. The potential root cause was due to corrupted software. Also the right primary speaker on uic-pwa was found defective. Manufacturer replaced the right primary speaker on uic pwa and re-downloaded the software.